Event description:
Discrepant result obtained on the suspect device when compared to a lab. The device result reported was 8.0 inr. The reported lab result was 4.86 inr. The device was replaced and requested to be returned for evaluation.